Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening and one opening assessed as surgical damage. Additional observations: creases are observed. Wear abrasion is observed. White particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.